Event description:
The initial reporter received a questionable result from coaguchek xs pro meter serial number (B)(4) compared to a laboratory using stago neoplastine reagent. At 10:00 am, the meter result was >8.0 inr and the result from a laboratory was 3.61 inr. The result of 3.61 inr was believed to be correct and no treatment was received. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr the patient was not anemic, not polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no additional illness, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The meter and strips were received for investigation and were tested with quality control materials. Testing results: qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The result of >8.0 inr alleged by the customer was observed as 8.0 inr in the meter¿s patient result memory, but the time/date was set incorrectly. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.